Manufacturer narrative:
Findings: pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering. No unexpected buzzing noise during testing. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had issues with noise and would not vibrate even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.